Event description:
Knee started to tighten up [joint stiffness]. Could not walk [abasia]. Swelling in the thigh [oedema peripheral]. Joint effusion [joint effusion]. Joint pain [arthralgia]. Left knee became swollen [joint swelling]. Case description: pain, effusion, swelling in the thigh. A (B)(6) female consumer received a first course of synvisc three years ago to the left knee with no pain or swelling. A second course was received to the left knee two years ago and no pain for five days following the first injection, and then the knee started to tighten up. An effusion had developed and 40 cc's of fluid was aspirated a couple of days later, and then again a week later. A medrol dose pack was given for treatment, and the second injection was not given. All together fluid was aspirated six times and medrol dose packs were given twice. No further doses of synvisc were given at this time. No pain or fluid in the left knee since. A third course of synvisc was given to the right knee on (B)(6) 2001. Following the first dose, the knee got tight and painful, and swelling was above the knee in the thigh area. These symptoms got worse after the second injection. After the third injection, the pain was so bad, she could not walk. Steroids were given again which did clear up the symptoms, but the results were not nearly as good as the results to the left leg. Additional information was received from the patient on (B)(6) 2010. The case was updated to reflect that the patient was also a nurse anesthetist. The patient had a history of osteoarthritis of the knee. The patient reported that she received one injection of synvisc from a second series in the left knee approximately 15 years ago. The patient stated that approximately 5 to 6 days after the synvisc injection, the left knee became swollen and progressively got worse. The patient did not receive the second or third injection of the second synvisc series. The left knee was aspirated multiple times on an every other day basis and she was started on a medrol dose pack without success. A second medrol dosepak was prescribed and after taking the second course, the swelling in the left knee resolved. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.